Event description:
It was reported that patient underwent a full system explant due to an infection that was likely seeded from a dental tooth infection. The needle entry point for one of the drg leads was infected. The left leads were removed without incident, but the right lead was scarred or stuck and was unable to be removed. Surgical intervention may be pending to explant the remaining of the lead.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.